Event description:
Manufacturer records showed the lead in this report was implanted two days after the use by date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).